Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the pump powered up to a blank display. Unrelated to the original complaint, the pump was opened to find moisture corrosion on the display connector. No moisture was found in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.